Event description:
It was reported that the patient experienced repeated low glucose readings while using the ilet system, with sensor and fingerstick values in the 50s to low 70s, shortness of breath noted, and treatment with oral glucose tablets totaling multiple 15-gram doses; the agent discussed that recent prolonged hyperglycemia could have led to automated overcorrection by the pump. Symptoms included hypoglycemia and dizziness. Outcomes included the need for medication-level intervention with oral glucose and classification as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial